Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported an occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). The customer declined to provide blood glucose level and declined to provide additional information regarding the issue.